Event description:
It was reported that this left ventricular (lv) lead dislodged shortly after implant. High pacing thresholds were noted, and the dislodgement was then confirmed by x-ray. This lead was replaced and disposed of at the hospital . No additional adverse patient effects were reported.